Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that when the doctor performed a bedside tracheotomy the disposable tracheotomy silicone tube was checked and found to be leaking air during the operation, and another tracheotomy silicone tube was replaced immediately. There was patient involvement, but no patient harm/adverse event reported.